Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the inner cannula protrudes from the outer cannula at the distal end by 1 to 2 mm for both received samples. These have both been ordered as samples, they have not been used on patients.

Manufacturer narrative:
(B)(4). For sample number one a visual functional test was performed and the inner cannula was inserted in the outer cannula and it was observed the distal end of the inner cannula protruded out of the outer cannula 0.040 inches, this reading is within specification (+/-0.125 inches). A dimensional test was performed and its dimension is within approval range. Therefore, all the readings were acceptable and no failure mode was observed in the received samples.